Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the syringe tip breaks off in the syringe cap during transportation of syringes.

Manufacturer narrative:
An investigation of the reported condition was performed. One decontaminated sample without original package neither lot number was received for evaluation. After performing visual inspection, the tip breaks off the syringe issue was observed. The reported condition was confirmed. The received product(s) or supporting materials does not meet specifications. The device history record (DHR) file was reviewed indicating that product was released meets all quality standard requirements. The condition reported by our customer is not generated during the assembly manufacturing process. A complaint notification was sent to the supplier to initiate the investigation of root cause. Formal investigation action being taken to address this issue. A complaint notification was sent to the supplier to initiate the investigation of root cause. The retrospective review indicates that no complaints had been reported for this condition, considered this as the first incident reported formal investigation action details being taken to address this condition reported by our customer is subject to be reviewed by the supplier as it is not a condition that is generated during the assembly manufacturing process. If information is provided in the future, a supplemental report will be issued.